Manufacturer narrative:
Case outcome: refer to (b(4) form b investigation report (previous investigation for the same issue). Retention samples were checked, and no issue was found. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). The user reported that they purchased 3 tests from walmart. They used 2 tests and both results were invalid. They reported that at the time of testing the results only displayed a t line, although the picture they provided displays a faint c line as well. They stated that they have no confidence in using the third test from this lot.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). The user reported that they purchased 3 tests from walmart. They used 2 tests and both results were invalid. They reported that at the time of testing the results only displayed a t line, although the picture they provided displays a faint c line as well. They stated that they have no confidence in using the third test from this lot.